Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between october 24, 2013 ¿ october 25, 2013. The device was not returned for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported an under-infusion while using a folfusor elastomeric device. The device was filled with 2700mg of fluorouracil. The customer reported that there was an unspecified amount of fluid remaining in the reservoir after the infusion was completed. There was no patient injury or medical intervention associated with this report. No additional information is available.